Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that resistance was met during the load sequence and another cartridge was loaded to resolve the issue. Customer reported that the pump bolus calculations were inaccurate. Customer found that the bolus pump settings were inaccurate. Customer corrected the settings to resolve the issue. Customer's blood glucose was 114 mg/dl.